Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics power sagittal saw would not work and got hot. This occurred during the procedure. A backup device was available to complete the procedure. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative: there was no relationship found between the returned device and the reported incident. A visual inspection was performed. The unit was returned to the OEM for further evaluation. The OEM stated the device passed all testing and that the customer¿s complaint of the device not working and the saw handle becoming hot could not be duplicated. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution in march of 2014. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution. No containment or corrective actions are recommended at this time.